Event description:
During a procedure to open a stenosis in the right common iliac, the doctor went up and over the horn, and tried to deploy the luminexx biliary stent, but it failed deploy. The technician reported the back piece popped out, and it was not put back in by the doctor before he tried to deploy the device. The doctor then attempted to deploy a second luminexx biliary stent. He held the sheath by the catheter and pinched it. When he let it go, the stent deployed and jumped down to the sfa. The doctor then tried to snare the 2nd luminexx stent and perforated the vessel near the sfa. The doctor used a fluency tracheobronchial stent to try and plug up the perforation but it did not deploy. The doctor then used a different stent to plug up the perforation.